Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during an ivc filter removal with a gunther tulip vena cava filter retrieval set, the sheath snapped from the proximal hub during filter retrieval and another set had to be opened. There were no reported adverse effects to the patient due to this occurrence. No unintended section of the device remained inside the patient's body.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control data, and visual inspection of the device was conducted during the investigation. The complete retrieval device was returned, except the fitting, which was missing from the sheath. Dilator and black inner catheter were placed inside the blue sheath. The sheath flaring was severely damaged but when placing the sheath inside a test fitting, the flare straightened and fit perfectly in the fitting, thus indicating the sheath was exposed to pulling/manipulation during the procedure. It is noted that the patient did not experience any adverse effect and that another device was used to retrieve the filter. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Per the IFU: excessive force should not be used to retrieve the filter. Based on the information provided, examination of the returned product, and the results of our investigation; the damage is likely not following product instructions.